Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. The patient was asymptomatic. Programming changes were made. The patient was stable after the changes were made and is doing well.

Event description:
New information received notes that another instance of post-paced t-wave oversensing was observed. Programming changes were recommended.

Event description:
New information received notes that the physician elected not to make programming changes. The patient was asymptomatic upon the interrogation and is doing well.